Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test, basic occlusion test and occlusion test due to reservoir lip broken off. Unable to verify motor error. The motor was tested outside the device and passed. Device passed prime or a33 test and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had a motor position encoder error alarm. Drive support cap was normal. Customer stated that the insulin pump was not exposed to magnetic devices. The insulin pump will be returned for analysis.